Manufacturer narrative:
Section a4: patient weight has not yet been provided and is pending follow-up with the customer. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient presented to the hospital with an issue unrelated to their left ventricular assist device. Upon arrival the patient experienced a yellow wrench alarm to "replace backup battery". The alarm cleared shortly after a self-test. It was noted that this was not the first time the patient had an issue with their backup battery, and the same system controller had similar issues dating back to spring of 2025. Two sets of log files were submitted for review. The older set of log files confirmed the emergency backup battery (ebb) fault due to the ebb failing the load test. The backup battery was exchanged on (B)(6) 2025, and additional log files were sent for review. The event log file captured that the ebb fault alarms returned due to the ebb failing the load test again. A controller exchange was recommended. The controller was later exchanged.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a backup battery fault alarms on system controller (B)(6) was confirmed via the provided log files. Backup battery fault alarms correlating to a load test condition were observed on (B)(6) 2025. At the triggering of each alarm, the backup battery loaded voltage was under the acceptable threshold as compared to the unloaded voltage, activating the backup battery fault alarm. The system controller was exchanged on (B)(6) 2025 in response to the backup battery fault alarms. The pump maintained a speed within the expected range while the alarms were active throughout the log files. No other notable events were observed in the log files reviewed. The returned system controller and backup battery passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical backup battery fault alarms produced. During testing, multiple load tests were performed and the backup battery passed each time without any issues. Multiple attempts were made to obtain additional information from the customer regarding other backup battery fault alarms; however, no additional information was provided. A root cause for the reported event was unable to be conclusively determined through this analysis. A CAPA was initiated to investigate the increase in reported backup battery faults. The device history record for the system controller (serial number (B)(6)) was reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The device history record for the 11v backup battery (serial number (B)(6)) was inspected on 08mar2024. No deviations from manufacturing or qa specifications were shown from the backup battery. The device history record for the 11v backup battery (serial number (B)(6)) was inspected on 30jun2025. No deviations from manufacturing or qa specifications were shown from the backup battery. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. Heartmate 3 instructions for use (rev. D) section 7 entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook (rev. A) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use (rev. D) section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook (rev. A) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.